Event description:
It was reported that this patient noted beeping tones from this implantable device. The beeping was the result of high, out-of-range pacing impedance measurements (>2,000 ohms) from the right atrial (ra) lead. The physician contacted boston scientific technical services and it was discussed that the jumpy impedance measurements were most likely due to micromovements within the device header. It was stated the patient will be brought in-clinic, where interrogation will stop the beeping. The physician stated the beeping function will be programmed off and the pacing impedance out-of-range alert would be increased to >3,000 ohms. The patient will continue with remote monitoring and no adverse effects were reported. At this time, the system remains implanted and in-service. The ra lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient noted beeping tones from this implantable device. The beeping was the result of high, out-of-range pacing impedance measurements (>2,000 ohms) from the right atrial (ra) lead. The physician contacted boston scientific technical services and it was discussed that the jumpy impedance measurements were most likely due to micromovements within the device header. It was stated the patient will be brought in-clinic, where interrogation will stop the beeping. The physician stated the beeping function will be programmed off and the pacing impedance out-of-range alert would be increased to >3,000 ohms. The patient will continue with remote monitoring and no adverse effects were reported. At this time, the system remains implanted and in-service. The ra lead is not a boston scientific product.